Manufacturer narrative:
Evaluation codes: results: the complaint of "ineffective stimulation" was confirmed. Microscopic inspection of the returned extension revealed several broken wires at the channel weld site. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR reports: 1627487-2013-02160, 02161 and 02162.